Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-procedural computed tomography (CT) analysis was not performed. Following the implant of the transcatheter valve and at the end of the procedure, the valve "slipped" and was positioned at a depth of 12 millimeters (mm). Additionally, "significant" paravalvular leak (pvl) was observed. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed using a 23 mm balloon, and the pvl improved. Approximately 2 months following the implant of the valve, the patient presented with symptoms consistent with valve leakage, likely pvl in nature. Therefore, a valve-in-valve procedure was planned. Additional information was received that a pre-implant balloon dilation was performed with a 23 mm non-compliant balloon and a non-medtronic guidewire was used for the procedure. The deployment starting point was at the bottom of the pigtail catheter. The initial implant depth was 6-8 mm on the non-coronary cusp (ncc) and left coronary cusp (lcc). During deployment, the valve migrated ventricular deeper than the intended implantation depth and ultimately was positioned at approximately 12 mm. The valve remained anchored in place and functioned, but the final position was lower than planned, which was associated with severe pvl observed at the end of the procedure. The severity of pvl when the patient presented to the hospital was not known. CT analysis wasperformed for the planned replacement procedure. The patient's bicuspid anatomy contributed to the event.

Manufacturer narrative:
Updated: b2, b5, b7, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID d-evolutfx-2329 (lot: 0012454239); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-procedural computed tomography (CT) analysis was not performed. Following the implant of the transcatheter valve and at the end of the procedure, the valve "slipped" and was positioned at a depth of 12 millimeters (mm). Additionally, "significant" paravalvular leak (pvl) was observed. Subsequently, a post-implant balloon aortic valvuloplasty (bav) was performed using a 23 mm balloon, and the pvl improved. Approximately 2 months following the implant of the valve, the patient presented with symptoms consistent with valve leakage, likely pvl in nature. Therefore, a valve-in-valve procedure was planned.